Manufacturer narrative:
The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. One day after the onset, the patient was hospitalized for six days. The cause of the peritonitis was unknown. The patient was treated with unknown intraperitoneal antibiotics. At the time of this report, the patient had recovered from the event. Although no breach was reported, the patient was retrained on proper aseptic technique. Action taken with pd therapy was not reported. No additional information is available.